Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) from bipolar to unipolar configuration on the right atrial (ra) lead during the automatic testing. The physician requested that the ra channel be switched back to bipolar configuration. During this follow up visit, the impedance high out of range could not be replicated, with impedance being consistently measured as approximately 300 ohms. At this time, this pacemaker and competitor ra lead remains in service, and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).